Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of sclerosing encapsulating peritonitis in a patient subsequent to therapy with extraneal and dianeal-n for peritoneal dialysis. On an unreported date the patient was withdrawn from the pd therapies. On an unreported date the patient experienced sclerosing encapsulating peritonitis. The patient underwent laparoscopic peritoneal adhesions division for treatment. There was no report as to the clinical details, or outcome of the event. It was unknown if the patient recovered from the peritonitis. The reporting physician stated that the causal association between the event and the pd therapies could not be completely denied but was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.